Event description:
The manufacturer received information alleging a ventilator was alarming for a high internal oxygen condition. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.